Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a short battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: a review of the pump¿s black box showed dates from (B)(6) 2017. There was no evidence of a cs 128-fxxx alarm, however, the alarm history showed one cs 128-fe88 alarm on (B)(6) 2017. During investigation, the pump powered on with the returned battery cap. The battery cap was able to fully tighten. Current draws were found to be within specifications. The complaint of a 128-fxxx alarm issue was not duplicated during investigation. Unrelated to the complaint the following issues were found: a battery compartment crack was observed below the grip pad. There was evidence of moisture contamination inside the battery compartment. A crack was observed where the keypad meets the battery compartment and was confirmed with a leak test. The pump case was opened and there was no evidence of additional moisture inside the pump.